Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation the electrode belt failed incoming testing. The cause for the failure was isolated to an intermittent connection in the pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the intermittent connection in the wire was excessive force. No adverse events resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving gong alarms.